Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Event description:
On 06/19/2024, zyno medical received a request for hex files for the pump, the issue was offset during testing. No patient was involved as it was discovered during testing.

Manufacturer narrative:
There are no complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset: -02%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).